Manufacturer narrative:
(B)(6). The date of manufacture was not available. The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the trigger jammed and the device was leaky. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact air drive device had an unspecified motor issue, which caused the device not to function normally. During in-house engineering evaluation, it was observed that the device was leaky and the trigger jammed. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.